Manufacturer narrative:
Approximate age of device- 11 months, 1 day. The investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was experiencing frequent pi events that went as low as 0.9 for the last 24 hours. The patient was admitted for intra-ventricular hemorrhage that is related to hypertension. The blood pressure was initially 130-140 via doppler but has been ~110 in the last 24 hours. The manufacturer's technical service representative reviewed the log file and observed an isolated low flow event on (B)(6) 2019. Multiple pi events were observed which could be related to hypertension. Additional information: the patient underwent CT angiogram on (B)(6) 2019 showing moderate volume acute intraventricular hemorrhage in the right lateral ventricle with mild right-sided hydrocephalus. This cannot exclude some element of intraparenchymal hemorrhage in the medial right occipital lobe. The cause for the hemorrhage was not identified. The clinical team believed that the bleed was related to hypertension. The patient had no new neurological deficits related to the bleed. The patient had severe headaches. The anticoagulation regiment was discontinued for 1 week and then restarted. The patient was still admitted to hospital on heparin infusion, and will have aggressive bp management and go home.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted log file confirmed a low flow alarm and the report of frequent pi events, a specific cause for these events could not be conclusively determined through this evaluation. In addition, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported intraventricular hemorrhage could not be conclusively established through this evaluation. The submitted system controller log file captured one transient low flow hazard alarm on 12apr2019 at 02:00:31 am, associated with the estimated flow decreasing to 2.4 lpm, below the low flow threshold of 2.5 lpm. In addition, 230 pi events were observed throughout the approximately 24 hours of data, comprising approximately 96% of the log file. The pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate ii lvas IFU lists stroke and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.